Event description:
It was reported that the downstream occlusion sensor was faulty. Discovered during testing, no injury reported.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. D4: complete UDI - (B)(4). One device was received. Per visual inspection, rear housing was cracked on the top corner. The downstream sensor nub was damaged, and the upstream sensor was contaminated by fluid ingression. The complaint was duplicated. The most probable cause was damage. Replaced downstream sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.